Manufacturer narrative:
One medfusion 4000 pump was received for the evaluation of the reported event. The pump was received with both seals intact and a crack on the right plunger case. A manufacturing device history review, DHR, was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The error history log, ehl, showed primary audible alarm background test as well as acu watchdog failure alarm. To further investigate the reported event, a power up test was performed and the reported issue could not be duplicated. The root cause could not be confirmed. The acu watchdog failure is a sympathy alarm that is sympathizing a primary audible alarm post (power on self test). There was no physical or any other damage found on the speaker or interconnect board. The j9 was fully seated and properly glued on the surface. A preventative maintenance was performed and the device passed all functional testing.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had an acu watch dog failure. It is unknown if there was a patient involved.